Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with pocket stimulation. Upon interrogating the device, back-up vvi mode was discovered. The device was reprogrammed. The patient was stable throughout the reprogram with no symptoms. After restoring the device to original parameters, all obtained measurements were stable and within limits. There have been no further complaints reported from the patient. Patient is not pacemaker dependent.